Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported recurring occlusion alerts on the ilet. The first alert resolved after a supply change, but a second occurred later that day. The agent guided the user through disconnecting, filling the tubing until drops were seen, and refilling the cannula, which cleared the alert. Follow-up confirmed blood glucose (bg) levels returned to range at 168 mg/dl. On (B)(6) 2025, the user reported additional occlusion alerts but without bg impact. The agent advised performing a full supply change using supplies from a different box. The highest blood glucose (bg) recorded was 253 mg/dl. Bg was corrected by clearing the occlusion alert. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.